Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the biphasic and therapy pcb assemblies and the inductive resistor and then proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that their device had logged multiple event codes. After an evaluation of the device, it was observed that the device would not charge defibrillation energy. There was no report of any patient use associated with the reported issue.